Event description:
An eye care practioner reported an unspecified consumer experienced an infectious corneal ulcer associated with wear of a ciba vision silicone hydrogel contact lens. The consumer developed infection, was treated and went to the beach against the eye care practitioner's advice. The condition worsened, resulting in consumer seeking further medical attention while away. Multiple requests have been made for further details, however, no additional info has been made available.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." As there was no product returned, or lot info provided, no detailed investigation can be performed.